Manufacturer narrative:
As reported, closing failed after using a 6f/7f mynx control vascular closure device (vcd); the sealant came out of the skin. There was no reported patient injury. The device was used after a transarterial chemo embolization (tace). Additional information was requested but not provided. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were fully depressed. The stopcock was found in the open position with a syringe attached to the unit, and a procedural sheath was not inserted. The sealant was no longer mounted in its manufactured position as expected due to the activation of the deployment system (full depression of button 1), nor was it returned for this evaluation. The balloon was totally retracted as expected due to the full depression of button 2. Therefore, no abnormal conditions were observed to be reported. A functional test could not be performed as the unit was already fully deployed. Nevertheless, the conditions of the received device are aligned with the expected result of a deployment execution, where no sealant was mounted in its manufactured position any longer and the balloon was fully retracted. The reported event of ¿sealant-inaccurate placement-complete¿ was not confirmed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out of the skin, especially since both buttons were fully depressed with no anomalies noted. However, patient factors (if the patient had a shallow vessel depth) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, closing failed after using a 6/7f mynx control vascular closure device (vcd); the sealant came out of the skin. There was no reported patient injury. The device was used after a transarterial chemo embolization (tace). The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.